Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support customer disconnected and reconnected the same infusion set tubing to the cartridge luer connection and the alarm did not recur. Cause for the alarm could not be determined. Customer successfully delivered a bolus. Customer's blood glucose at the time of event was 236 mg/dl.